Manufacturer narrative:
The fiber card was returned, the failed device was not returned. Product evaluation: failure analysis for fiber (B)(4): the fiber was not returned; it was not possible to perform a failure analysis. Probable root cause: no fiber was returned for analysis therefore no probable root cause could be determined; we were unable to confirm the reported complaint.

Event description:
It was reported that the laser went into standby and read "laser aperture overheated." After this happened several times a second fiber was opened and that fiber had the same problems. After several minutes of troubleshooting the laser the surgeon decided to use turp instead. This report is for the second fiber used. Patient outcome "ok" reported.